Event description:
The pt was admitted for pericardiectomy for persistent pericarditis. At the time of sternal closure, the tip of the sternal wire needle was noted to have broken off; radiological imaging confirmed the presence of the fragment.